Event description:
Customer reported his insulin pump is alarming and then shutting off. The process repeats itself. Customer's blood glucose is 228 mg/dl. He states insulin is squirting out during the manual prime process. The device was not bumped or dropped. The issue started two months ago. The drive support appears normal. Customer was advised the alarm was because during seating the force sensor did not detect the reservoir. He was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during prime test due to a faulty force sensor. No an error alarm or display anomaly noted. The device was received with minor scratched display window, cracked display window corners, and cracked reservoir tube lip.